Manufacturer narrative:
Results: the pusher assembly was returned with the coil attached. The proximal pet lock is not in place and the hypo tube is damaged. The distal detachment tip (ddt) is in place and the pull wire is in the capture feature. The coil still has its proximal constraint ball attached. The coil appears to be in good condition. This coil released from the ddt during disinfection in our investigation lab. Conclusion: the complaint has been evaluated and confirmed. The complaint description stated that the physician had difficulty detaching the coil. The physician also stated that two different detachment handles were used in an attempt to detach the coil. The handles that was used in this case were not returned with the product. Based on the observations during the evaluation and description of the complaint, the root cause of this issue could not be determined. However, it was found that the pull wire could more freely relative to the distal segment of the pusher. This suggests that the cause of the non-detachments was likely due to excess friction due to patient anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
During treatment for a splenic artery aneurysm, the coil did not detach from the pusher. The operator tried twice with two different detachment systems and then with an emergency manual maneuver. Then he retrieved the coil that came out from the catheter still firmly attached to the coil pusher.